Event description:
Additional information was recently received that the patient had a generator and lead replacement in addition to a reduction of scar tissue in 2009.

Event description:
It was reported via implant card that a pt's leads were replaced because they were not functioning. No additional info was provided. Good faith attempts to obtain additional info from the surgeon who reported the event as well as obtain the explanted lead for product analysis have been unsuccessful to date.